Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to reproduce the customer's result. The investigation also performed a confirmatory test and confirmed the customer¿s results. Exclusion chromatography was performed and the results did not show the presence of an interfering factor. The investigation determined the customer's results were correct. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys acth test system (acth) results from one patient sample tested on the cobas 8000 - cobas e 602 module with serial number: (B)(4). The initial results were reported to the physician who requested a rerun. The reporter stated that they believe there was an analytical interference with the result from this patient sample. The patient sample was also rerun on their other e 602 module with serial number: (B)(4), but the reporter was not able to provide the result from this module. The patient sample was also sent to another laboratory that uses a siemens analyzer. The initial result from the module using the primary tube was 102.4 pg/ml. The first repeat result from the module using the primary tube was 101.7 pg/ml. The second repeat result from the other laboratory's analyzer using an aliquot sample was 64 pg/ml. The reference range is 6-50 pg/ml. The reporter diluted the patient samples as part of their investigation. The third repeat result from the module using the patient sample in a 1:2 dilution was 111.6 pg/ml. The fourth repeat result from the module using the patient sample in a 1:4 dilution was 124.4 pg/ml.

Manufacturer narrative:
The patient sample was requested for investigation.